Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive was inserted, and the pre-map was performed by inserting a non-bsc catheter into the faradrive sheath. The catheter was then removed, and a farawave catheter was inserted. When positioning into the left superior pulmonary vein, a ii/iii/avf-induced st elevation was observed. A coronary angiogram (cag) was performed, and an air embolization was seen around the right coronary artery mid. Air was observed within the sheath and suction was performed until air was no longer observed. The procedure was completed using the original device. A computed tomography (CT) scan was performed immediately after the surgery and showed no problems. No problems have occurred since then either. The cause of the event was not known. The device has been returned and is pending analysis.

Manufacturer narrative:
Correction to adverse event/product problem; ae and product problem. Visual inspection revealed a small kink near the tip of the sheath. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. During the investigation no malfunction was found in the sheath that would have caused or contributed to the air reported in the event. Separately, the kink at the tip was identified, but was not mentioned in the event description. Based on the information provided the most likely cause was that the kink happened during transportation or storage of the sheath after the case. Overall, st segment elevation and air embolism are considered known inherent risks of the faradrive sheath. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The faradrive's instructions for use state "potential adverse events associated with use of the faradrive sheath includes but are not limited to injury due to embolism/ thromboembolism/ air embolism/ foreign body embolism ".

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive was inserted, and the pre-map was performed by inserting a non-bsc catheter into the faradrive sheath. The catheter was then removed, and a farawave catheter was inserted. When positioning into the left superior pulmonary vein, a ii/iii/avf-induced st elevation was observed. A coronary angiogram (cag) was performed, and an air embolization was seen around the right coronary artery mid. Air was observed within the sheath and suction was performed until air was no longer observed. The procedure was completed using the original device. A computed tomography (CT) scan was performed immediately after the surgery and showed no problems. No problems have occurred since then either. The cause of the event was not known. The device has been returned and is pending analysis.